Event description:
Complainant alleged that during routine preventative maintenance, the device intermittently would not discharge and pressing "print" key causes device to charge and display "poor pad contact". There was no pt involvement during the reported malfunction.